Event description:
The customer reported that the system displayed keyboard errors, data errors or communication failed errors. The fse reported that these errors rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter board. The system operates as intended.